Event description:
Vns pt was scheduled for revision surgery because his device had migrsted to the neck area. The pt's behavorial problems related to his autism had recently excalated. Where the pt would throw himself up against the wall. Device diagnostic testing performed prior to revision surgery was within normal limits. Indicating proper device function. During the revision surgery, the surgeon noted fluid inside the lead insulation tubing and subsequently replaced the lead after repositioning the generator. Follow-up with treating physician revealed that the pt's out of control behavior was the cause of the device migration and subsequent damage to the lead insulation tubing.